Event description:
It was reported that the pump screen was frozen and not responding to input, preventing customer interaction with the touchscreen. There was no adverse impact to the customer's blood glucose level. The customer received pump reset instructions from technical support and proceeded to reset the pump, which resolved the issue and restored the screen¿s functionality.